Event description:
Additional information noted that no further changes were made to the system as the patient was weak.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an increase in shock impedance measurements where noted when it comes to this cardiac resynchronization therapy defibrillator (crt-d). A review by boston scientific technical services (ts) noted the shock impedance trend since implant showed the gradual increase for single coil lead what would be expected. Ts discussed possible causes for the change in shock values and noted to perform troubleshooting to determine the root cause. No adverse patient effects were reported. Additional information noted that the values of the shock impedance measurements had reached > 125 ohms. A request for further review was requested as well as next steps. Ts discussed doing additional testing such as isometrics, pocket manipulation, valsalva while carefully monitoring shock impedance electrocardiograms. Based on the what the testing revealed ts discussed the next steps to be taken. Ts noted another unanswered question was whether this condition could be related to the patients¿ health change, medication change and wanted confirmation. Ts noted that based on the value after the max shock delivery the next step would be to keep monitoring ( impedance value < 130 ohms ) or replace the lead if delivered impedance value is > 130 ohms.